Event description:
N/a

Manufacturer narrative:
Updated fields - h6 (type of investigation,investigation findings,component code,investigation conclusions).a getinge field service engineer (fse) during pm found a broken fiber optic sensor in iabp. Replaced fiber optic sensor. Please see service order for checklist details. Failure analysis and testing (fat) department wayne, the failure analysis and testing department received the following parts associated with this complaint: for fiber optic sensor extension. This part was received with a reported unit failure message of fiber optic sensor is physically broken. Performed visual inspection of this part received and the fat dept, observed that the blue connector was broken. Please see attached picture of broken connector. The failure analysis and testing department verified the failure of broken fiber optic sensor connector. Due to broken connector the fat dept. Cannot be install fiber optic sensor into the test fixture and cannot be investigated further. Fiber optic sensor assy, cable failed testing. Retaining fiber optic sensor assy, cable in the fat dept. As per procedure (B)(4) rev ap.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit had a broken fiber optic connector. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields. (Add180 to investigation findings), h11 corrected fields.

Event description:
N/a